Manufacturer narrative:
Received medical records: a bard g2x filter was deployed successfully on (B)(6) 2009 due to neurosurgical intervention (craniotomy); anticoagulation was not a good modality for treatment. Approximately one year post filter deployment ultrasound demonstrated extensive and occlusive thrombus throughout the left lower extremity veins, extreme from the common femoral through the popliteal vein. The right common femoral vein is free of thrombus. A CT scan was performed to follow up on the ultrasound demonstrated hypo attenuating lesions in the left kidney including left perapelvic cysts. Extensive and nearly occlusive thrombus in the left renal vein was demonstrated. The right renal vein was patent. The vena cava filter was located inferior to the renal takeoffs and is in good position. Approximately one year post filter deployment a CT scan demonstrated thrombus in the left renal vein superior to the vena cava filter. Thrombus was also demonstrated in the region of the filter. The decision was to deploy an eclipse jugular filter on (B)(6) 2010, superior to the renal takeoffs for protection of pulmonary embolism. Today¿s post filter deployment an x-ray of the abdomen was performed and demonstrated the eclipse filter was tilted at the level of l2 the lumbar spine. The g2x filter remained in an upright position at the level of l3 l4 of the lumbar spine. A CT scan perform two years post second filter deployment demonstrated a detached filter limb from the eclipse filter located in the right lower lobe of the pulmonary artery. No attempt was made to retrieve the detached limb in the pulmonary artery or the two filters that were deployed in the ivc. In 2013 the patient was seen by the physician to discuss filter retrieval. The physician reported the patient has no symptoms or shortness of breath or pulmonary function compromise, the physician reported the detached limb is embedded in the pulmonary artery. The physician reported the removal of the detached limb or the vena cava filters at this time is unnecessary. The patient status at this time is unknown. Image review: based on the images provided, two vena cava filters are identified in the ivc, can be confirmed. Based on the images provided, one vena cava filter located at the level of l1 of the lumbar spine can be confirmed for filter tilt. Based on images provided, it cannot be confirmed if either of the vena cava filters were retrieved successfully. Based on images provided, an unsuccessful attempt to retrieve a vena cava filter on (B)(6) 2010 can be confirmed.

Event description:
It was reported that approximately one year post filter deployment; allegedly, imaging demonstrated bilateral dvt with thrombus in the left renal vein, superior to the filter. Reportedly a second filter was deployed superior to the renal takeoffs and indwelling vena cava filter. The patient status this time is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: the device was not returned. Images and medical records were provided. Based on the medical records, thrombus superior to the ivc can be confirmed. However, the images provided could not confirm thrombus superior to the original implanted filter as alleged in the medical records. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: the g2 x filter is indicated for use in the prevention of recurrent pulmonary embolism via permanent placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated. Failure of anticoagulant therapy for thromboembolic disease. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Precautions: in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. Potential complications: deep vein thrombosis. Caval thrombosis/occlusion. Restriction of blood flow. Occlusion of small vessels.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.